Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: could you please provide product details (product code, lot / batch number)? Pse45a, the batch was not noted, the product was discarded. Could you please provide more details to "at echelon, the staple line opened"? According to the surgeon, the staple line opened after the shot, according to his report. What was the appearance of the deployed staples (b-formed, malformed, goal post / legs straight)? According to the surgeon the line opened after the shot were there staples missing from the staple line? According to the surgeon he did not observe this. Is the current patient status known? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple lines that open. There was also a failure to staple the gastroenteroanastomosis where the clamps were opened. No patient consequence reported.